Event description:
(B)(4), during clinical procedure, patient experienced failure of implant to integrate.

Manufacturer narrative:
Follow-up submitted to report device evaluation. Updated section b4 for report submission date and b6 to report device evaluation results. Updated d10 for device return date, g1-g2 for follow-up report submitter and g7 for report type and follow-up number. Updated h2 for follow-up type, h3 for device evaluation status and h6 method, result and conclusion codes. Corrected sections d1 for brand name, d4 additional device information and g5 premarket identification. A1 patient identifier, a4 patient weight, not provided.